Manufacturer narrative:
Results: the returned pusher assembly was fractured and the proximal portion of the fractured pusher assembly with the pet lock was not returned for evaluation. The returned portion of the pusher assembly was kinked approximately 9.0 cm, 14.0 cm, and 42.0 cm from the proximal end. The total length of the returned pusher assembly was measured approximately 139.0 cm. The pull wire was retracted from the pusher assembly distal detachment tip and the embolization coil was detached from the pusher assembly. The pull wire and the embolization coil were not returned. Conclusions: evaluation of the returned pusher assembly revealed that the pusher assembly was fractured, the pull wire was retracted from the distal detachment tip and the embolization coil was detached from the pusher assembly. The detached embolization coil, the pull wire, and the proximal portion of the fractured pusher assembly with the pet lock were not returned for evaluation; therefore, the reported complaint could not be determined. The kinks on the pusher assembly were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a pod coil and a non-penumbra microcatheter. During the procedure, the physician experienced resistance after advancing the pod coil approximately 50 centimeters into the microcatheter. Subsequently, the physician decided to remove the pod coil. Upon removal, the pod coil unintentionally detached inside the microcatheter; therefore, the microcatheter containing the detached pod coil was removed and then removed the pod coil. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.